Manufacturer narrative:
Information received from a representative of the manufacturer's technical service team stated that the thermogard xp ivtm console (B)(4) was inspected at the customer site and found a defective power plug and was exchanged by the biomed. The console was powered on and operated as intended without further issue observed. Additionally, the thermogard console is a reusable device and was manufactured around 2010 with no record of preventive maintenance. It has exceeded its expected serviceable life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console (B)(4).

Event description:
The reporter suspected a blown power fuse when they powered the thermogard console (B)(4) off and the console was unable to power after attempting to restart the system. The issue was observed after patient use, there was no patient involvement.